Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician used the angio-seal device for hemostasis and hemostasis was successfully achieved. On the following day, however, bleeding started when the patient turned over in bed. Hematoma around the puncture site was observed as well however, the size of the hematoma is unknown. Manual compression was then applied, and hemostasis was successfully achieved by manual compression. There was non-serious health damage and the patient is currently recovering. The blood loss was less than 250cc's. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.